Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for evaluation. Signs-of-use in the form of biological material was observed on the sample. Visual analysis confirmed one sheath tab was separated from the sheath body. The points of separation on the sheath body and sheath hub appeared rough and jagged, indicating undue force caused the breakage. The breakage was also uneven and contained rippling. Remnants of the sheath body remained adhered to the tab. The portion of sheath body in the separated tab was fully molded into the tab channel. The length of the sheath half that was still intact measured 3 15/16", which is within the specification limits of 3 7/8"-4 1/8" per the catheter peel-away product drawing. The portion of the sheath that was still intact was peeled apart. The sheath was able to tear along the score line with little to no difficulty. A manual tug test confirmed the returned sheath tab was fully secured to the sheath body. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The customer report of a separated sheath tab was confirmed by complaint investigation of the returned sample. One of the sheath tabs was separated from the body; however, a portion of the sheath body was still present in the separated tab indicating the sheath body was molded into the tab correctly, but the sheath body had torn during use. The separation points on the torn body contained stretched and jagged edges, indicating undue force caused the breakage. The sheath met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the appearance of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the section of the sheath broke away when the user cracked open the peel away sheath top. No patient injury reported. No intervention required.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the section of the sheath broke away when the user cracked open the peel away sheath top. No patient injury reported. No intervention required.